Event description:
Rptr complains of swollen joints, cold weather causes pain in hands, hair loss, scaly red rash, cold sores, numbness and tingling in arms and legs, balance problems, loss of sensation, v-shaped rash on neck, dry eyes and vagina, memory loss, difficulty concentrating, swollen lymph nodes, severe headaches, chronic vaginitis.